Manufacturer narrative:
As reported, the control lines of a 5f mynx control vascular closure device (vcd) were uneven on the tension indicator. They did not line up on either side and did not know which line to use for deployment. There was no reported patient injury. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿mynx control tension indicator incorrect indication¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the information provided it is not possible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath. Orient the device such that the tension indicator window on the handle assembly is facing upwards. Inflate the balloon until the black marker is fully visible on the inflation indicator and close stopcock. Grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the control lines of a 5f mynx control vascular closure device (vcd) were uneven on tension indicator. They did not line up on either side and did not know which line to use for deployment. There was no reported patient injury. The device will not be returned for evaluation as it was thrown away.

Manufacturer narrative:
Upon review, there is evidence of a product malfunction tension indicator-incorrect alignment, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Therefore, this event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This case is no longer consider reportable. Upon review, there is evidence of a product malfunction tension indicator-incorrect alignment, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.;therefore, this event no longer meets the definition of a malfunction that requires submission of a;regulatory report. No additional reports will be forthcoming. This case is no longer consider reportable.